Event description:
User facility reported a pt went into an "asystolic rhythm" during a novasure procedure. Once "sinus rhythm" returned the uterine ablation "continued successfully". Follow-up was received from the physician in 2008. He reported the pt had a "short period of asystole, which was easily corrected by intravenous atropine and CPR (cardiopulmonary resuscitation) for a few seconds." "Our assessment at the time was that the asystole was the result of the cervical dilatation and manipulation, rather than due to the novasure procedure itself". The pt had an uneventful recovery from the procedure and was discharged home.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device.